Manufacturer narrative:
Other devices used: catalog #00598003701, nexgen stemmed precoat tibial component, lot #unk. Catalog #00597206535, nexgen all poly patella, lot #unk. Catalog #00599601451, nexgen lps option femoral component, lot #62151256 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
Updated information received via product information. Compatibility was verified with no issues noted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, swelling and clicking.